Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has received the instrument involved with this event for failure analysis (fa) evaluation. Fa could not replicate the reported issue. The instrument was returned in an expired state. Once the instrument was returned to an unexpired state, the instrument was reinstalled on an in-house system, and it was recognized. However, the instrument could not pass engagement. The instrument received an engagement failure on several attempts when installed on the in-house system. The root cause for the instrument firing failures is not determinable. A stapler log review was conducted by an isi failure analysis engineer (fae). The logs show sureform 60 stapler instrument (part #480460-09, lot #l93220531-0279) was installed 9 times and fired 9 reloads (5 blue 3 white 1 blue, in that order). The first 7 firings were completed per the logs with varying pauses for compression (range from 0 to 3+). The 8th firing (white) resulted in a firing failure at 30% completion following 1 pause for compression. The 9th firing (blue) resulted in a firing failure at 89% completion following multiple pauses for compression. There is no unclamp event recorded following this 2nd firing failure. Shortly after the 2nd firing failure, the logs show error 22027 indicating the system detected manual release key (mrk) use on this instrument. There was no e-stop press recorded in the logs that preceded the mrk detection error. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, tissue was pushed and not cut during the third fire of a sureform 60 stapler instrument. It is unclear what specific reload color was involved with the reported event. The cause of the customer reported failure mode is unknown. Additionally, it is unknown what medical/surgical intervention, if any, was rendered due to the stapling issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, tissue was pushed and not cut during the third fire of a sureform 60 stapler instrument. As a result, bunching of staples was observed in addition to of pulling tissue. It is unknown if the affected area required repair or resection of more tissue.the procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler was re-tested in-house with an earlier software release that has a lower threshold for roll torque limit during engagement than later software releases. This was primarily done to replicate the roll hardstop engagement failures. The instrument was installed multiple times and persistently failed engagement on all installs, with most or all failures attributed to a roll hardstop check failure. High roll friction observed during failure analysis is likely a result of this instrument containing an undersize roll bushing. The roll bushing binds against the roll gear during main tube rotation, causing friction that can contribute to the roll hardstop check failing during engagement. Root cause of undersized roll bushing is supplier manufacturing related. An additional observation was a rusted roll thrust bearing. Corrosion likely developed after the procedure, during transit, and was not likely present during engagement failures at the site. Corrosion negatively affects roll friction, and may have exacerbated engagement failures during in-house testing. These findings were determined to not be related to the customer-reported event.